Event description:
Customer reportedly received a result of 365 mg/dl on the advantage system, and 110 mg/dl on a lab value within 10 minutes. The discrepant results were obtained at a lab. No action was taken based on device results. No adverse event reported. No quailty controls were used. Requested return of suspect device and replacement was sent.